Manufacturer narrative:
(B)(4). The same was discarded therefore, no evaluation was performed.this international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The initial emdr for the event of peritonitis was submitted in error under manufacturer number: 1423500-2010-00563.

Event description:
This is a spontaneous consumer report by a patient's family from (B)(6) of death and unspecified peritonitis in an (B)(6) male patient coincident with dianeal-n pd-4 1.5% therapy. In (B)(6)2009, the patient began treatment with dianeal-n pd-4 1.5% intraperitoneally (ip) for chronic renal failure. On (B)(6)2010, the patient's family contacted baxter (B)(4) technical service center and stated the patient had expired. During a follow up call on (B)(6)2010, the nurse reported that on (B)(6)2010, the patient was hospitalized for unspecified peritonitis. On (B)(6)2010, the pd catheter was removed and pd therapy was stopped. On (B)(6)2010, during hospitalization, the patient died. The cause of death was unknown. (It was not outcome of unspecified peritonitis.) It was not reported if an autopsy was performed. Medical history included renal failure chronic and diabetes mellitus. Per the nurse, the death was not related to pd therapy because the event occurred after the pd therapy was withdrawn. The outcome and event causality of unspecified peritonitis were not reported. There was no allegation of device malfunction.